Event description:
A cartridge change error was reported in the pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to inspect certain parts of the pump and perform several procedures, such as cleaning the pneumatic tap and ensuring the cartridge was properly secured. Despite these efforts, the customer was unable to successfully load the cartridge onto the pump, resulting in cartridge alarm 20.